Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for balloon burst was unable to be confirmed. As such, available information suggests that patient factors (calcification) likely contributed to the event as per event description, there was presence of calcium at the annulus and lvot. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the commander delivery system balloon burst during valve deployment. The valve was successfully positioned and deployed. There were no complications for the patient. Per report, the perceived root cause was calcium in the annulus and left ventricular outflow tract caused the ruptured balloon.

Manufacturer narrative:
Investigation is still ongoing.